Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Review of available programming data revealed that a high lead impedance reading was first obtained two months prior. X-rays reviewed by neuroradiologist did not reveal any discontinuities in the ncp system. Investigation to date has been unable to determine the cause of the high impedance reading. Lead break is suspected.